Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that the customer was experiencing high blood glucose levels. Customer stated their blood glucose level was 360 mg/dl and believes it is the scroll feature on the device. Customer declined further troubleshooting. Nothing further reported.